Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: enlw1616c124e sn (B)(4), expiration date: 2014-02-08, UDI # (B)(4). Enlw1616c82e sn (B)(4), expiration date: 2014-01-11, UDI # (B)(4). Enlw1616c82e sn (B)(4), expiration date: 2014-01-12, UDI # (B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 53mm diameter abdominal aortic aneurysm. It was reported that patient had urinary retention and pulmonary complication. The investigator assessed the event as related to the procedure and not related to the device. A foley catheter was left in place for the urinary retention event and the patient required oxygen and medication at discharge for the pulmonary complication. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.